Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The flow control valve was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.